Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected pump shutdown occurred. Additionally, it was reported that the pump battery was not charging and the battery gauge was incorrectly displayed. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.